Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated a high blood glucose level of more than 490mg/dl. The customer was using the insulin pump within 48 hours of the reported adverse event with automode feature on. Customer declined trouble shooting and instructed customer to  discontinue use of the device. The insulin pump will not be returned for product analysis.